Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced dyspnea and chest pain. The target lesion was located in the distal left anterior descending (dist lad) with 75% stenosis, a length of 7.0 mm and reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 12 mm study stent. The lesion was post-dilatated with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Three months later the patient presented with dyspnea and chest pain. A cardiolyte stress test indicated lateral ischemia. Core lab report notes 13.98% in-stent percent diameter stenosis of the dist lad. The proximal lad was treated with a 3 x 12 mm non bsc stent. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)